Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (battery/charger faults) has been investigated. Upon evaluation corrosion was discovered on the battery connector. The cause of the corrosion has not been positively determined but was likely the result of liquid ingress within the battery connector well. Device evaluation of battery pack sn (B)(4) has been completed. The reported problem (battery/charger faults) has been confirmed. Upon evaluation the battery output voltage was measured at 2.56v. The cause for the discharged battery pack cannot be positively determined but was likely associated with the defective charger. No adverse event resulted form the defective battery charger/modem and battery pack. The pt was issued replacement equipment. Device manufacture date: battery charger/modem sn (B)(4): 10/2009, battery pack sn (B)(4): 03/2009.

Event description:
The wife of a (B)(6) male pt contacted zoll customer support to report that the pt's batteries will not charge on the charger. The pt was issued two replacement batteries and a replacement battery charger.